Event description:
Additional information received reports that patient underwent a surgical procedure on (B)(6)2022 in which the ipg was revised and relocated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention may occur later to address the issue.